Event description:
It was reported to philips that the system was unable to expose. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was performed when the issue happened. The procedure was completed as the user could perform fluoroscopy, but not individual exposure sequences. The philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log, fse found there is a possible issue with the x-ray tube, that tube current is out of range. To resolve the problem, fse replaced the x-ray tube, rubber profile tube cover, plug pin gauge, and tube exchanger and return the part for further analysis and it confirmed a vacuum leak as the cause for the unavailable x-ray and a micro leak gradually decreases the vacuum. After replacement x-ray tube, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, as customer to successfully complete it since the user could conduct fluoroscopy, although individual exposure sequences could not be performed. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.